Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) is not applicable to the event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there are impedances rep was concerned about as well as a lack of therapeutic benefit for the patient in question with their current system. Rep stated that she was instructed to call tech service when they encounter impedances >1000 ohms. It was unclear why that was the case. Caller did not have time to answer questions to collect further relevant information. Rep was advised to submit the information later. No further complications were reported/anticipated. On 2018-06-01 additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient reported falling about one month ago and thus a change in stimulation. The rep reported that they reprogrammed and captured better coverage. The rep reported that the patient also reported charging for up to 5-6 hours at least once a day. Impedances were within the 1500-2000 range. The rep reported that the patient wanted to switch the battery to improve charging. The rep reported that the cause of the issue was difficulty charging due to high density programing. The rep reported that the patient had difficulty charging since the time of implant. No further complications were reported.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4) analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {0} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {tested the coupling between recharge antenna and ins at body temperature and various spacings. The results were 8 bars coupling at 0 cm spacing, 8 bars coupling at 1 cm spacing, 4 bars coupling at 2 cm spacing, and 0 bars coupling at 3 cm spacing.} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient is charging approximately 8 hours per day since their implant in 2015 which has prompted a future scheduled implant of a newer model ins. The caller stated that electrode pair impedance values were between 1500 and 1600 ohms and wanted to discuss way to optimize therapy for future while minimizing charge times for the patient. No further complications were reported. No patient symptoms were reported. Additional information was reported that the cause of the patient having to charge every day is due to using high density settings 24 hours a day. The patient's ins will be replaced on (B)(6) 2018. The ins will be returned shortly after the hospital sends the device through pathology. The patient's weight was unknown. This information was confirmed with physician. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the implant was replaced in 2018 due to pain coverage not being sufficient. Patient said that their first implant never worked to alleviate all of the pain, that it only covered about 30% of their pain. Patient stated due to this reason that's why they decided to replace the implant after two years, and have the first one replaced for a newer model with different programming options. Patient stated their current programming was reverted to basic because the other program [from previous ins]was not helping. Agent documented information given on call.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.